Event description:
It was reported that a user encountered an unfamiliar screen during an infusion set and cartridge change, with tubing not yet connected to the body, and required guidance to unlock and rewind the pump before successfully filling the tubing and resuming the process. There were no reported adverse clinical effects. Outcomes included no alarms, no hospitalization, and successful completion of the supply change after troubleshooting and education. Investigation included customer support troubleshooting and user education regarding correct supply change steps. Investigation of this case revealed user error in the supply change sequence without device malfunction, and no component defect was identified. It was concluded, based on previously established findings for similar reports, that the cause was user error corrected through instruction.